Event description:
Distributor requested repair of an ambulatory infusion pump due to a "no disposable alarm". No patient details were provided.

Manufacturer narrative:
Upon physical inspection of an infusion pump, it was noted to be damaged; cracked front and rear housing, and missing nub on the dso. No other testing was performed. The root cause was determined to be the missing nub on the dso, causing the no disposable alarm. The customer's complaint was confirmed.

Event description:
No patient involvement on the "no disposable alarm" complaint. The alarm went off when we attached the cassette to the pump prior to dispensing; so it was immediately pulled form inventory.